Manufacturer narrative:
After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery was completely charged. The device memory data of the pacemaker and the returned memory excerpt of the programmer were reviewed. The check showed a documented ventricular pacing amplitude of 2.4¿v at the time of the analysis. The data also showed automatic ventricular pacing threshold measurements on (B)(6) 2015 with a manually pre-programmed start amplitude of 2.4¿v. If no pacing threshold can be determined during an automatic ventricular pacing threshold measurement, the ventricular pacing amplitude is set to the start amplitude of the measurement in conformity with the specification. Based on the available data, it can therefore be assumed that no pacing threshold could be determined during the automatic pacing threshold measurement performed on (B)(6) 2015 in connection with the manually programmed start amplitude, which would in the following lead to the clinical observation. The pacemaker's capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In summary, the device was ok during the analysis and within the specification. There was no material defect or manufacturing error.

Event description:
Ous MDR -during an automatic pacing threshold test with the initial value being 3.0 v, the voltage remained at 2.4v. When the programming wand was removed, the pacemaker paced for another few minutes at 2.4v. The pacemaker could be normally interrogated with the programming wand in place. Replacing the renamic programmer did not change the error. The manual pacing threshold test worked.